Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(4) 2000 to (B)(4) 2008, provided by the rptr, the connector type is either a taper I or taper ii. Pancreatitis is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pancreatitis as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: pancreatitis."

Event description:
Doctor reported events of pancreatitis from journal article, "the effectiveness of adjustable gastric banding: a retrospective (B)(6) u.s. Follow-up study", surg endosc (2011) 25:397-403. This medwatch represents the (B)(6) of the article who are diagnosed with pancreatitis.